Event description:
Pt was undergoing hemodialysis and was to receive 2 units of red blood cells. The first unit was transfused via a leukocyte removal filter. The second was begun and the filter clotted. A second filter was used and the transfusion continued. Shortly after the use of the second filter, the pt complained of feeling flushed and of her eyes itching. The pt began sneezing, had shortness of breath and restlessness. A code was called, CPR performed and the pt was resuscitated and admitted. Extensive evaluation has occurred resulting in the finding this is probably a reportable event.